Event description:
Potential for injury associated with tz34a riggings not locking and swinging away on the 9tpz manual wheelchair. This event could prevent user from having adequate foot support to prevent user from sliding out of the chair or sustaining other injury.